Event description:
It was reported that a software upgrade was not possible with the programmer, checkup was requested. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the software version is out-of-date, programmer needs a new software installation. It was also noted that the electrocardiogram (ECG) connector was broken, the stylus needed to be replaced, the media bay door was broken and the lower case was worn out. (B)(4).